Event description:
A (B)(4) old female pt called zoll lifecor customer support to report that her response buttons were damaged. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: evaluation of monitor (B)(4) has been completed. The reported problem (damaged response buttons) has been confirmed. The cause of the nonfunctional response buttons was physical damage to the switches. The metallic domes had been peeled off both switches. The source of the physical damage cannot be positively identified. No adverse event resulted from the defective monitor. The pt rec'd a replacement monitor.